Event description:
`The flush bag initially had pressure of 400mmhg. Later the bag got empty and the whole pressure device was filled with air, both to the artery tap and to the central vein catheter tap. The patient probably got air inside the vessels. This was not discovered until the patient had symptoms of respiratory problems, numb and white arm, and sensing problems. After sysmptomatic treatment of the event, the patient recovered after 4-5 hours." It is actually a 3-way device, but one of the rubber tubes was plugged and not used with this patient." Though requested, no additional information was provided.

Event description:
Subsequent to the intial medwatch submission, the following information was received: it was reported that the trifurcated pressure monitoring kit (pmk) had been in use for 24 hours and was connected to a 500ml container of 0.9% sodium chloride. The arterial line of the pmk was connected to an arterial cannula in the patient's right arm. The central venous pressure (cvp) line was connected to a central venous catheter. The pulmonary artery pressure (pap) line was plugged and was not connected to the patient. At an unspecified time, the nurse noted that the patient's right arm was "pale and cold." The physician was notified. It was reported "a little later the patient experienced respiratory worsening/breathing difficulties." The patient was treated with oxygen via nasal cannula and was "fully monitored with ECG, abg, cvp, pulse oximetry, temperature." The physician noted there was air present inside the arterial line, the solution container was empty, and the cvp line was filled with air. The patient was discharged home without any adverse sequelae.